Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure detected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an orthopedic (total hip arthroplasty (tha) and total knee arthroplasty (tka)) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 5 minutes. It was reported that during the case, the user could not use the move option and could only use the re-center option on the software, but this was the software working. The site was navigating the tip of the projection, as soon as they switched to navigating instrument, their images were on the screen with full software functionality. It was also reported that the user added all their instruments and tool cards and verified everything. They were using solera drivers and vertex drivers and when the changed the tip of the navlock from the vertex to the solera, the system was still navigating the vertex driver, even though the solera 3d cad model was showing. The account ended up just using the vertex driver. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.